Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl and 500mg/dl. The customer states they treated with manual injections and pen. The customer states they had bent cannula. Troubleshoot was unable to be conducted due to customer having to disconnect. The customer was advised if issues continue to call back in order to troubleshoot.